Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional (hcp) via a manufacturer representative (rep) reported a patient receiving intrathecal fentanyl (concentration 4 mg/ml, dose 2 mg/day) had underdose symptoms that lead to them being hospitalized with a fentanyl IV. Telemetry with the pump was performed and a motor stall occurring on (B)(6) 2015 at 06:25 was identified. A pump replacement was scheduled for (B)(6) 2015. The outcome of the replacement/event was not reported, but the patient was listed as alive - no injury. The cause of the stall was not reported. Additional information has been requested, but was not available as of the date of this report.

Event description:
On 2015-09-30, additional information was received from a manufacturer representative (rep). It was reported that the cause of the motor stall could not be determined. The scheduled replacement had not occurred because the patient refused to sign a medical release form. The patient was doing fine and was using a fentanyl patch.